Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During stent placement in procedure, nurse put the wire guide through stent pigtail end and found out the wire guide out of stent end. User changed to another stent to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation 1 unit of spsof-5-5 of lot number c2120185 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the devices the following observations were made: visual inspection: stent returned, damage observed on the 03rd porthole of the pigtail curl where the hole is protruding out. Functional inspection: 0.035 inch wire guide does not pass the damage. The reported failure was observed. Manufacturing records prior to distribution spsof-5-5 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for spsof-5-5 of lot number c2120185 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label as per the notes section of the instructions for use, ifu0055, which informs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0055) image review an image was not returned for evaluation. Root cause review a definitive root cause could not be determined. A possible root cause could be attributed to force or stress that may have been applied to the stent as it was being loaded onto the wireguide leading to the damage observed in the device evaluation. Another possible root cause could be attributed to the wire guide used. Should the wire guide have been a smaller than recommended wire guide or should the wire guide have been damaged prior to use, it could have resulted in insufficient support while loading the stent, leading to the need to use excessive force and in turn resulting in the complaint reported. As it is unknown, the size of the wire guide used, or if the wire guide was inspected before use, this is just a possible root cause. Should any additional information become available at a later date, the file can be updated accordingly. Confirmation of complaint: complaint is confirmed based on visual and /or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary complaint is confirmed based on visual and /or functional inspection. According to the initial reporter, the patient did not experience any adverse effects. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to force or stress that may have been applied to the stent as it was being loaded onto the wireguide leading to the damage observed in the device evaluation. Another possible root cause could be attributed to the wire guide used. Should the wire guide have been a smaller than recommended wire guide or should the wire guide have been damaged prior to use, it could have resulted in insufficient support while loading the stent, leading to the need to use excessive force and in turn resulting in the complaint reported. As it is unknown, the size of the wire guide used, or if the wire guide was inspected before use, this is just a possible root cause. Should any additional information become available at a later date, the file can be updated accordingly.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2025. Questions answers does the complaint relate to: ¿ device removal ¿ device placement ¿ observation prior to patient contact observation prior to patient contact if not, with the device in question, how was the procedure finished? With another stent to complete the procedure. What was the target location for the stent? N/a please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. No information *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? N/a *was the wire guide lubricated prior to use? N/a, yes, no n/a *was the wire guide inspected for damage prior to use? N/a, yes, no* n/a was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no n/a were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the procedure performed.) N/a did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no n/a was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day n/a were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no (if yes, please detail any other defects observed.) N/a had a sphincterotomy been performed prior to this occurrence? N/a, yes, no n/a what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? N/a does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no n/a *was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no* (how did the physician deal with this resistance?) N/a how did the physician determine the length of the stent to be used for the procedure? N/a where was the stricture located in the duct? N/a *was the stricture dilated prior to placing the device? (If so, please indicate what device(s) were used.) N/a *was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no* n/a after placement, was stent position verified? N/a, yes, no (if yes, please describe how) n/a please estimate the amount of time the stent was in place prior to this occurrence. N/a did any section of the device detach inside the endoscope or patient? N/a, yes, no (if yes, please specify what section of the device broke off:) n/a ¿ please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient n/a ¿ was the broken device retrieved? N/a, yes, no (if yes, please indicate what tools were used during retrieval (e.g., basket, balloon, snare, forceps etc.): n/a were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g., guiding catheter shortened, stent cut etc.) N/a, yes. No (if yes, please indicate what modifications were made:) n/a ¿ please indicate why the modifications were necessary. N/a ¿ please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. N/a did the patient require any additional procedures as a result of this event? N/a, yes, no n/a what intervention (if any) was required? N/a was a straightener used during the procedure? N/a if yes, was the stent bent/damaged after using the straightener? N/a were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) No information.